Manufacturer narrative:
On 12 june 2018, the autopulse platform ((B)(4)) was evaluated by zoll european technical support, and the error message (ua) 07 (discrepancy between load 1 and load 2 too large) was cleared and not reproduce during further testing. The autopulse platform passed all the functional testing and was within specification. The error message did contribute to the operational function of the device; however, probable root cause could not be determined. No damage found on the platform during visual inspection. Unrelated to the reported complaint, the drive shaft clutch was cleaned due to stiff manual rotation identified, now in working order. The autopulse platform is a reusable device and was first manufactured on 15 apr 2014. The device has been operating over 4 years and has not exceeded its expected serviceable life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous similar complaint for autopulse sn (B)(4).

Event description:
As reported, during preventive maintenance, the autopulse platform prompted user advisory (ua) 07 'discrepancy between load 1 and load 2 too large' error message.